Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter read inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2013, at 8am, she obtained an inaccurate high reading of ¿358 mg/dl¿ with the subject meter. The patient informed the cca that she manages her diabetes with oral medication(s), diet and/or exercise. It is not known if the patient made any changes to her usual diabetes management regimen in response to the elevated result. The patient reported feeling shaky and weak 45 minutes after obtaining the high reading. The patient reported treating herself with glucose and food. At the time of troubleshooting, the cca noted the patient ran a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high result with the lfs device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.